Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported by the customer that there was burning battery / brown fluid. It was not discovered during patient care. The complainant was not aware if all devices reported experienced the same failure mode. Therefore, there was a thermal event.

Manufacturer narrative:
Per the customer, the device will not be returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: leaking brown fluid probable root cause for leaks: 1. Material/design error 2. Constant irrigation flow is not maintained leading to limited field of view 3. Stopcocks in improper configuration 4. Large anatomy 5. Missing o-ring 6. Damaged or deformed o-ring 7. Pump malfunction (motor, control board, harness, power supply, battery, or cassette) 8. Clogged tubing 9. User error probable root cause for overheating: 1. Material/design error 2. User error the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported by the customer that there was burning battery / brown fluid. It was not discovered during patient care. The complainant was not aware if all devices reported experienced the same failure mode. Therefore, there was a thermal event.